Event description:
The sheath of the catheter was too twisty to be removed from the IV smoothly. The situation was on the verge of the operation performed by a surgeon. However, surgery was not needed.